Event description:
On an unknown date in (B)(6) 2013, the patient was implanted with a synthes variable angle condylar plate for a supra condylar fracture of a distal femur just proximal to a long stem total knee. The oblique fracture went from distal lateral to proximal medial. On an unknown postoperative date, the patient returned with an infection at the fracture site. The physician discovered a nonunion and suspects this is as a result of poor blood supply and the infection. On (B)(6) 2014, the patient underwent a revision surgery. The plate was reported broken at the fracture site. During the revision surgery, the surgeon removed five (5) locking screws distal to the fracture, four (4) screws proximal to the fracture, a single cable (1) at the fracture site, and the broken plate (1) without any issues. The surgeon implanted another va condylar plate after cleaning and reducing the fracture. The procedure was completed successfully. This is 3 of 3 reports for (B)(4). This report will cover the unk cable.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.